Event description:
Hcp returned the pump and catheter to the manufacturer for analysis. Pump had high reservoir volume at refill. Cahteter had a kink/occlusion. The patient recovered after implant of a new pump and catheter and is doing good.